Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.5/2.5/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
Patient code 1494: off label-use (patient's age <21) should have been included in initial medwatch report. Device code 2923: lens rotation should have been included in initial medwatch report. Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).